Manufacturer narrative:
H.6. Investigation: bd has been provided with samples for catalog 300330 lot 1807503 to investigate for this record. A complaint history assessment has been conducted and no other complaints or quality issues have been reported. A batch history review for the reported batch was completed and the batch was released according to defined procedures and requirements. Several sterility tests were completed and they all met satisfactory results. As a result, bd was unable to verify the reported issue or determine a definitive root cause. A possible root cause of the embedded particles in the hub may be coming from the injection process of the piece. Bd concludes that the origin of the reported issue was not related to the manufacturing process. H3 other text: see h.10.

Event description:
It was reported that before use of the discardit ii¿ syringe w/needle had fungus in the syringe. The following information was provided by the initial reporter: this is a pediatric hospital regularly they were using 20 ml discardit syringe but 25th may concerned doctor noticed fungus in one of our syringe which is 20 ml discardit syringe.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before use of the discardit ii¿ syringe w/needle had fungus in the syringe. The following information was provided by the initial reporter: this is a pediatric hospital regularly they were using 20 ml discardit syringe but 25th may concerned doctor noticed fungus in one of our syringe which is 20 ml discardit syringe.